Manufacturer narrative:
Other relevant device(s) are: product ID: bi-500-00186 (software version: 3.2.1). A medtronic representative (rep) went to the site to test and service the equipment. The rep found an error on the mobile view station (mvs) stating: "an error has occurred that may have damaged the system's integrity. Please restart the imaging system and mvs." This error occurred after startup and did not clear. The rep reloaded the system software, and then the issue was resolved. The system then passed the system checkout and was found to be fully functional. No hardware parts were replaced on the system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device. It was reported that while the site were attempting to perform rad and gain calibrations on the imaging system, they received an error stating ¿something has affected the system¿s integrity, windows is shutting down.¿ there was no patient present when this issue was observed.